Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) vanguard cr ilok fem-lt 60 unknown; (B)(4) vngd cr tib brg 10x63/67 unknown; unknown biomet arcom 3 peg/post unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07471, 0001825034-2018-07472, 0001825034-2018-07474. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary left total knee arthroplasty and was noted to have urine culture e.coli greater than 100,000 cfu/ml the next day. No additional information is made available.